Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed the elective replacement indicator (eri). There was a concern that the battery had depleted earlier than expected. The crt-d was successfully replaced and will be returned for laboratory analysis. No adverse patient effects were reported due to the clinical observations or during the revision procedure.

Manufacturer narrative:
Once the crt-d is returned and analysis completed, this report will be updated.

Event description:
The crt-d was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.